Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that the insulin did not exit during fixed prime. Customer stated that insulin pump did not alarmed with no reservoir. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm noted due to motor error alarm. Device received with stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.